Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ('perforation of right tube') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis (suspected) on 7-oct-2010 and overweight. Concurrent conditions included hla-b*27 positive. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient was found to have weight increased ("uncontrollable weight gain (from 67.1 to 80 kg"), 6 months 5 days after insertion of essure. In 2012, the patient experienced arthralgia ("joint aches all over"), paraesthesia ("tingling in the fingers and feet"), myalgia ("muscle pain"), nasal congestion ("swollen nasal mucous membranes"), trigeminal neuralgia ("pain, aches in the area of the trigeminal nerve") and fatigue ("tiredness that is not alleviated by sleep"). In 2013, the patient experienced toothache ("dental symptoms: ache, shooting pain"), adverse event ("neck and shoulder symptoms"), dry eye ("dry eyes"), memory impairment ("problems with memory (lost phone and keys in the summer, autumn"), tooth fracture ("dental symptoms: chipping/splitting") and dental caries ("a lot of incipient cavities"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("myoma / myoma 15 mm in the lower back wall"). In 2016, the patient experienced pelvic pain ("pelvic pains"). On (B)(6) 2018, the patient experienced arrhythmia ("undefined arrhythmia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, back pain ("back pains, lower back, lumbar region, around the left si joint;"), polymenorrhoea ("menstrual cycle messed up, mostly short cycles"), abdominal distension ("like pregnancy belly"), abdominal discomfort ("abdominal discomfort"), pruritus ("itching skin"), dizziness ("dizziness"), feeling abnormal ("brain fog, constant zombie feeling"), loss of libido ("loss of sexual appetite"), alcohol intolerance ("decreased tolerance for alcohol"), dry mouth ("dry mouth"), dysgeusia ("metallic taste in the mouth"), breath odour ("halitosis"), dysphonia ("lowered voice"), oropharyngeal pain ("sore throat"), rhinorrhoea ("snot dribbling down the pharynx all the time, comes from behind the nose"), thirst ("constant thirst"), ear disorder ("wet ears"), disturbance in attention ("concentration problems"), irritability ("irritability"), feeling cold ("feeling cold"), dyspnoea exertional ("shortness of breath even after a minor exertion (exercising does not improve the situation)"), alopecia ("hair loss "), dry skin ("dry skin"), acne ("pimples"), subcutaneous abscess ("abscesses"), balance disorder ("problems with balance (falling down, stumbling)"), musculoskeletal stiffness ("stiffness"), hypothyroidism ("symptoms of hypothyroidism"), urinary retention ("poor emptying of the bladder"), oedema peripheral ("edema in fingers, wedding rings do not fit"), pain in extremity ("feet are aching"), asthma ("suspected asthma"), gingival pain ("sore gums, aching"), increased tendency to bruise ("easily bruised"), visual impairment ("problems with eyesight; even glasses do not seem to give good eyesight"), migraine ("non-migraine migraine"), fibromyalgia ("fibromyalgia suspected"), rotator cuff syndrome ("rotator cuff syndrome on the right side"), uterovaginal prolapse ("slight gynecological / incomplete uterovaginal prolapse"), red blood cell abnormality (" red blood cell size variation"), neuralgia ("neuralgia"), muscular weakness ("muscle weakness"), hemianaesthesia ("numbness in the area of the trigeminal nerve temple and eye on the right side of the face"), facial pain ("pain in the area of the temple and eye on the right side of the face"), joint stiffness ("stiff joints"), flatulence ("flatulence"), nausea ("nausea"), dyspepsia ("heartburn") and irritable bowel syndrome ("suspected irritable bowel syndrome") and was found to have body temperature increased ("constant raised temperature") and heart rate increased ("high heart rate"). The patient was treated with acetylsalicylic acid (primaspan), nsaids, thyroid hormones and surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, back pain, polymenorrhoea, abdominal distension, abdominal discomfort, pruritus, dizziness, weight increased, arthralgia, paraesthesia, myalgia, nasal congestion, body temperature increased, trigeminal neuralgia, fatigue, feeling abnormal, loss of libido, alcohol intolerance, toothache, dry mouth, dysgeusia, breath odour, dysphonia, oropharyngeal pain, thirst, ear disorder, adverse event, dry eye, memory impairment, disturbance in attention, irritability, feeling cold, dyspnoea exertional, dry skin, acne, subcutaneous abscess, balance disorder, musculoskeletal stiffness, hypothyroidism, urinary retention, uterine leiomyoma, oedema peripheral, pain in extremity, asthma, gingival pain, increased tendency to bruise, visual impairment, migraine, fibromyalgia, rotator cuff syndrome, uterovaginal prolapse, arrhythmia, heart rate increased, red blood cell abnormality, neuralgia, muscular weakness, hemianaesthesia, tooth fracture, dental caries, joint stiffness, flatulence, nausea, dyspepsia and irritable bowel syndrome outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, acne, adverse event, alcohol intolerance, alopecia, arrhythmia, arthralgia, asthma, back pain, balance disorder, body temperature increased, breath odour, dental caries, disturbance in attention, dizziness, dry eye, dry mouth, dry skin, dysgeusia, dyspepsia, dysphonia, dyspnoea exertional, ear disorder, facial pain, fatigue, feeling abnormal, feeling cold, fibromyalgia, flatulence, gingival pain, heart rate increased, hemianaesthesia, hypothyroidism, increased tendency to bruise, irritability, irritable bowel syndrome, joint stiffness, loss of libido, memory impairment, migraine, muscular weakness, musculoskeletal stiffness, myalgia, nasal congestion, nausea, neuralgia, oedema peripheral, oropharyngeal pain, pain in extremity, paraesthesia, pelvic pain, polymenorrhoea, pruritus, red blood cell abnormality, rhinorrhoea, rotator cuff syndrome, subcutaneous abscess, thirst, tooth fracture, toothache, trigeminal neuralgia, urinary retention, uterine leiomyoma, uterovaginal prolapse, visual impairment and weight increased with essure. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: no cause of asthma found in 2015. Fibromyalgia suspected on 29-mar-2017 when no cause has been found. No outcome information is expected. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Dental examination - on 16-dec-2015: no cause of sore gums found. Hysteroscopy - on 13-dec-2010: essure insertion leaves 1 spring visible on the right side and 2 on the left side. Investigation - on 16-mar-2011: essure follow-up check. Nuclear magnetic resonance imaging abdominal - on 24-feb-2016: no results provided. Nuclear magnetic resonance imaging brain - in november 2013: no results provided; on 20-feb-2017: no results provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation will be conducted, including a review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ('perforation of right tube') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis (suspected) on (B)(6) 2010 and overweight. Concurrent conditions included hla-b*27 positive. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient was found to have weight increased ("uncontrollable weight gain (from (B)(6) to (B)(6)"), 6 months 5 days after insertion of essure. In 2012, the patient experienced arthralgia ("joint aches all over"), paraesthesia ("tingling in the fingers and feet"), myalgia ("muscle pain"), nasal congestion ("swollen nasal mucous membranes"), trigeminal neuralgia ("pain, aches in the area of the trigeminal nerve") and fatigue ("tiredness that is not alleviated by sleep"). In 2013, the patient experienced toothache ("dental symptoms: ache, shooting pain"), adverse event ("neck and shoulder symptoms"), dry eye ("dry eyes"), memory impairment ("problems with memory (lost phone and keys in the summer, autumn"), tooth fracture ("dental symptoms: chipping/splitting") and dental caries ("a lot of incipient cavities"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("myoma / myoma 15 mm in the lower back wall"). In 2016, the patient experienced pelvic pain ("pelvic pains"). On (B)(6) 2018, the patient experienced arrhythmia ("undefined arrhythmia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, back pain ("back pains, lower back, lumbar region, around the left si joint;"), polymenorrhoea ("menstrual cycle messed up, mostly short cycles"), abdominal distension ("like pregnancy belly"), abdominal discomfort ("abdominal discomfort"), pruritus ("itching skin"), dizziness ("dizziness"), feeling abnormal ("brain fog, constant zombie feeling"), loss of libido ("loss of sexual appetite"), alcohol intolerance ("decreased tolerance for alcohol"), dry mouth ("dry mouth"), dysgeusia ("metallic taste in the mouth"), breath odour ("halitosis"), dysphonia ("lowered voice"), oropharyngeal pain ("sore throat"), rhinorrhoea ("snot dribbling down the pharynx all the time, comes from behind the nose"), thirst ("constant thirst"), ear disorder ("wet ears"), disturbance in attention ("concentration problems"), irritability ("irritability"), feeling cold ("feeling cold"), dyspnoea exertional ("shortness of breath even after a minor exertion (exercising does not improve the situation)"), alopecia ("hair loss "), dry skin ("dry skin"), acne ("pimples"), subcutaneous abscess ("abscesses"), balance disorder ("problems with balance (falling down, stumbling)"), musculoskeletal stiffness ("stiffness"), hypothyroidism ("symptoms of hypothyroidism"), urinary retention ("poor emptying of the bladder"), oedema peripheral ("edema in fingers, wedding rings do not fit"), pain in extremity ("feet are aching"), asthma ("suspected asthma"), gingival pain ("sore gums, aching"), increased tendency to bruise ("easily bruised"), visual impairment ("problems with eyesight; even glasses do not seem to give good eyesight"), migraine ("non-migraine"), fibromyalgia ("fibromyalgia suspected"), rotator cuff syndrome ("rotator cuff syndrome on the right side"), uterovaginal prolapse ("slight gynecological / incomplete uterovaginal prolapse"), red blood cell abnormality (" red blood cell size variation"), neuralgia ("neuralgia"), muscular weakness ("muscle weakness"), hypoaesthesia ("numbness in the area of the trigeminal nerve temple and eye on the right side of the face"), facial pain ("pain in the area of the temple and eye on the right side of the face"), joint stiffness ("stiff joints"), flatulence ("flatulence"), nausea ("nausea"), dyspepsia ("heartburn") and irritable bowel syndrome ("suspected irritable bowel syndrome") and was found to have body temperature increased ("constant raised temperature") and heart rate increased ("high heart rate"). The patient was treated with acetylsalicylic acid (primaspan), nsaids, thyroid hormones and surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, back pain, polymenorrhoea, abdominal distension, abdominal discomfort, pruritus, dizziness, weight increased, arthralgia, paraesthesia, myalgia, nasal congestion, body temperature increased, trigeminal neuralgia, fatigue, feeling abnormal, loss of libido, alcohol intolerance, toothache, dry mouth, dysgeusia, breath odour, dysphonia, oropharyngeal pain, thirst, ear disorder, adverse event, dry eye, memory impairment, disturbance in attention, irritability, feeling cold, dyspnoea exertional, dry skin, acne, subcutaneous abscess, balance disorder, musculoskeletal stiffness, hypothyroidism, urinary retention, uterine leiomyoma, oedema peripheral, pain in extremity, asthma, gingival pain, increased tendency to bruise, visual impairment, migraine, fibromyalgia, rotator cuff syndrome, uterovaginal prolapse, arrhythmia, heart rate increased, red blood cell abnormality, neuralgia, muscular weakness, hypoaesthesia, tooth fracture, dental caries, joint stiffness, flatulence, nausea, dyspepsia and irritable bowel syndrome outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, acne, adverse event, alcohol intolerance, alopecia, arrhythmia, arthralgia, asthma, back pain, balance disorder, body temperature increased, breath odour, dental caries, disturbance in attention, dizziness, dry eye, dry mouth, dry skin, dysgeusia, dyspepsia, dysphonia, dyspnoea exertional, ear disorder, facial pain, fatigue, feeling abnormal, feeling cold, fibromyalgia, flatulence, gingival pain, heart rate increased, hypoaesthesia, hypothyroidism, increased tendency to bruise, irritability, irritable bowel syndrome, joint stiffness, loss of libido, memory impairment, migraine, muscular weakness, musculoskeletal stiffness, myalgia, nasal congestion, nausea, neuralgia, oedema peripheral, oropharyngeal pain, pain in extremity, paraesthesia, pelvic pain, polymenorrhoea, pruritus, red blood cell abnormality, rhinorrhoea, rotator cuff syndrome, subcutaneous abscess, thirst, tooth fracture, toothache, trigeminal neuralgia, urinary retention, uterine leiomyoma, uterovaginal prolapse, visual impairment and weight increased with essure. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: no cause of asthma found in 2015. Fibromyalgia suspected on (B)(6) 2017 when no cause has been found. No outcome information is expected. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Dental examination - on (B)(6) 2015: no cause of sore gums found. Hysteroscopy - on (B)(6) 2010: essure insertion leaves 1 spring visible on the right side and 2 on the left side. Investigation - on (B)(6) 2011: essure follow-up check. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2016: no results provided. Nuclear magnetic resonance imaging brain - in (B)(6) 2013: no results provided; on (B)(6) 2017: no results provided. We received a returned sample in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.